Manufacturer narrative:
Stryker advised the customer that their device is not field-serviceable. Stryker recommended that the customer remove the device from service and a replacement device be obtained. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device will not complete the boot-up phase when powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.